Manufacturer narrative:
H6: investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 2054843. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a photograph was submitted to our facility to aid in our investigation. Our engineers noted that the provided photograph displayed a device with an aged heparin cap, that had become cracked an yellow. The aging seen in the photograph is caused by environmental exposure to high heat, or highly oxidative environments. Our engineers have reviewed the available retention samples for this lot, and were unable to identify any signs of advanced aging. Based on the available evidence our engineers believe that the root cause for this event is not related to the manufacturing process, and likely is the result of environmental factors during transportation or shipment of the device.

Event description:
It was reported that 2 bd intima-ii¿ closed IV catheter systems experienced needle rust. The following information was provided by the initial reporter: the needle tip was rusted. The nurse immediately complained the sample to the hospital's armory department after finding it.

Event description:
It was reported that 2 bd intima-ii¿ closed IV catheter systems experienced needle rust. The following information was provided by the initial reporter: the needle tip was rusted. The nurse immediately complained the sample to the hospital's armory department after finding it.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.